Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. No over delivery anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There were 227 boluses listed in the pump history file on the event date 24-dec-2022. Please see the first 10 boluses listed on the event date 24-dec-2022 in the pump history file. 12/24/2022 00:13:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 12/24/2022 00:19:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 12/24/2022 00:23:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 12/24/2022 00:43:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 12/24/2022 00:48:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 12/24/2022 01:18:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 12/24/2022 01:23:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 12/24/2022 01:29:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 12/24/2022 01:33:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 12/24/2022 01:38:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u). The pump history file lists data from 11/06/2022 to 12/25/2022. No data exists in october 2022. Unable to verify pump error 41 in the pump history file on the event date 25-oct-2022. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly was not confirmed. Pump error 41 was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 60 mg/dl. The customer was admitted to the hospital due to hypoglycemia. The customer also alleges that the insulin pump was over-delivering the insulin. Troubleshooting was performed. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.